Event description:
The patient was referred for a lead revision due to high impedance. Patient underwent lead revision surgery. The explanted lead has not been received by product analysis to date.

Event description:
It was reported that during preop check, the patient's device showed that the battery was at nearing end of service and warning message of high lead impedance. After the generator was replaced in surgery, system diagnostics was performed multiple times and high impedance was still seen even after pin reinsertion was attempted. The surgeon decided to close the patient's pocket and leave the new generator in to consult the family about a lead revision. Implant card was received showing that the old generator was explanted and replaced due to battery depletion and impedance after the replacement generator was high. No known surgery has occurred to date for the high impedance. No additional relevant information has been received to date.